Event description:
It was reported that the pt was implanted a zimmer mmc cup 56mm/48mm code n on the right side on (B)(6) 2010. He went onto heal his area, but had subsidence within the femoral component and had continued pain and progressive pain that stabilized with a leg length inequality of around 2.5 cm. He had groin pain and lateral-sided pain and was unable work, on television, he has seen info concerning the metal on metal implants and wanted them to be removed. Finally, the pt underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices, or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).